Manufacturer narrative:
The customer performed a linearity study with acceptable results. Also, the customer performed a meter to laboratory correlation study with acceptable results. The customer¿s test strips were requested for return, but the customer's test strips are not available for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). On (B)(6) 2021 and at 5:30 p.m., the customer confirmed qc was acceptable. On (B)(6) 2021 and at 11:37, the patient's glucose meter result was 519 mg/dl. At 11:39, the patient's glucose meter result was 330 mg/dl. At 11:41, the patient's glucose meter result was 282 mg/dl. It was unknown if the customer used a new finger for each meter test, the information was requested but not provided.